Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 64.8cm from the hub and appears to have been kinked prior to separation. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 13 february 2019. It was reported that crossing difficulties were encountered. A 2.75mm x 15mm quantum maverick balloon catheter was advanced to treat the left anterior descending artery (lad), but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable. However, returned device analysis revealed separated hypotube.